Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that at the 84-month unscheduled follow-up the expected reservoir volume was 4.5 ml and the actual residual volume removed: 13.0 ml. The event date was noted as (B)(6) 2019. No actions were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative indicated at the 85-month unscheduled follow up the expected reservoir volume was 8.6ml and the actual residual volume was 16 ml. It was noted the amount returned from the pump at refill was outside the safety range on the graph. No symptoms were reported. No action was taken. The cause of the volume discrepancies is being investigated. On (B)(6) 2019 it was indicated that the patient had no symptoms related to the volume discrepancy on (B)(6) 2019. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study via a manufacturer representative indicated on 2019-jun-14 at a unscheduled follow up the expected reservoir volume was 10ml and the actual residual volume removed was 17.0ml. A device malfunction form was completed for the amount returned from the pump during refill, was out of range on the safety graph. No action was taken. No symptoms were reported by the patient. The cause of the volume discrepancies and resolution is being investigated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study via a manufacturer representative indicated on (B)(6) 2019 at a unscheduled follow up the expected reservoir volume was 1.8ml and the actual residual volume removed was 11.0ml. A device malfunction form was completed for the amount returned from the pump at refill was greater than the amount expected and was outside on the safety graph. No action was taken. No symptoms were reported by the patient. The cause of the volume discrepancies and resolution is being investigated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving remodulin 10 mg/ml for a total dose of 13.688 mg/day via an implantable pump. It was reported at the 82 month follow-up the expected reservoir volume was 4.5 ml and the actual residual volume removed was 13.5 ml. It was noted the medication returned was out of the safety range of the expected amount. No adverse signs or symptoms were reported. Additional information received from a healthcare provider via a clinical study reported the cause of the discrepancy and outcome were unknown.